Manufacturer narrative:
The manufacturer became aware on 20-jan-2026 that the user experienced a hypoglycemic event on an unknown date in summer-2025 that required emergency medical services intervention. Information provided by the caregiver indicated that the user lost consciousness while operating equipment, was found by bystanders, and emergency services were contacted; intravenous glucose was administered and the user recovered without hospital admission. An investigation was conducted based on the information available. The exact event date could not be confirmed and no device data from the time of the event were available for review. There was no confirmed device malfunction identified. Based on the limited information and caregiver report, the cause of the event remains undetermined. If additional information or device data become available, a supplemental report will be submitted.

Event description:
On 20-jan-2026, the user reported that on an unknown date in (B)(6) 2025 they experienced hypoglycemia with a blood glucose reported to be approximately 29 mg/dl. The user was able to treat the low blood glucose with glucose administered by emergency medical services, with assistance from bystanders and a caregiver. The user was treated by emergency medical services and did not require hospitalization.